Event description:
The patient reported that on (B)(6) 2026, an occlusion alarm occurred at approximately 6:00 am after approximately 36-48 hours of pod wear on the hip/buttocks; however, the patient did not hear or acknowledge the alarm at the time. The patient continued wearing the pod throughout the day without recognizing the interruption in insulin delivery. The last reported blood glucose measurement was 299 mg/dl. Later the same day, at approximately 4:00 pm, the patient began feeling unwell and presented to the emergency department with symptoms of nausea and lethargy. The patient was hospitalized and diagnosed with mild diabetic ketoacidosis. Blood glucose values at the time of admission were not provided. Treatment included intravenous insulin, dextrose, and electrolyte replacement via intravenous drip, including sodium chloride and magnesium. The patient was monitored in the hospital for approximately 21 hours and was discharged on (B)(6) 2026.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported occlusion failure. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.